Event description:
Medtronic received a report that a hole was detected in the hyperglide balloon while prepping. The device never went into the patient. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the device was prepared as indicated in the instructions for use (IFU). The procedure was completed without the use of the hyperglide. There was no damage or evidence of tampering to device packaging. The damage to the balloon was noticed during balloon prep. The physician tested the balloon prior to use. The balloon did not perform as intended. There was a hole in the balloon. The physician did not shape the guidewire.

Manufacturer narrative:
H3. Product analysis:¿ equipment used: vis (m-78210) ¿ as found condition: the hyperglide balloon catheter and guidewire were returned within a shipping box and an open hyperglide outer carton. ¿ visual inspection/damage location details: no damage was found with the hyperglide balloon catheter hub. No bends or kinks were found with the hyperglide balloon catheter body. Upon visual inspection, the balloon appears to be in good condition. No bends or kinks were found with the guidewire. The guidewire appears to be in good condition. ¿ testing/analysis: the hyperglide balloon catheter could not be flushed as was likely occluded with dried contrast. The balloon subassembly was dissected (cut) from the catheter body. A mandrel was inserted into the distal tip and the balloon was inflated. The balloon inflated and no leaks were detected. The guidewire outer diameter (od) was measured and found to be within specification. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿balloon rupture during set up¿ report could not be confirmed. No issues were encountered inflating the returned hyperglide balloon. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.